Event description:
Complainant alleged that during biomed testing the device did not discharge via paddle and displayed a "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.